Manufacturer narrative:
The lens was returned dry in a micro-centrifuge vial. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
Explanted date: it is corrected from "(B)(6) 2017" to "(B)(6) 2017". (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6, -5.50 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.